Event description:
It was reported that during a spinal procedure, the drill was heating up. Back-up equipment was used to complete the procedure, without causing a clinically relevant delay. There was no pt or user injuries reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not yet been received by the manufacturer, so the investigation has not begun. A follow up report will be submitted if the product is received, and if the investigation requires.